Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During evaluation of the console, it was identified that in service mode, the error 188 occurs and the pump and chiller cannot be turned on; the fse checked the power supply from the transformer, and it was observed that the fuse holder is clearly burned. The fse proceeded to perform the replacement of this fuse. A software update was performed from version 2.4.0.11 to 2.4.1.0. After the transformer was mounted, operational tests were carried out according to the established procedure in which the alignment, centering and calibration of potentiometers were verified to measure the energy consumption of the equipment. After the field service engineer replaced the burned fuse, the issue was resolved. No further issues were identified during service, and the console was confirmed to be fully function. It is likely that the malfunction found could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the procedure, the console displayed error 188 (cooling system error-cooling flow switch error), a low water level was detected, and the cooling fuse was found blown. It was also noticed a burning smell caused by the burned fuse, and the debris shield was also fractured. The console started working properly but the operating room smelled burned, a sound was heard and the error displayed again. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that prior the procedure, the console displayed error 188 (cooling system error-cooling flow switch error), a low water level was detected, and the cooling fuse was found blown. It was also noticed a burning smell caused by the burned fuse, and the debris shield was also fractured. The console started working properly but the operating room smelled burned, a sound was heard and the error displayed again. The procedure was completed with another device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.